Event description:
Hemocue (B)(4) received a complaint on hemocue glucose 201 dm from hemocue (B)(6). The hemocue glucose 201 dm system was reported to have presented a single low measurement result that was compared to a laboratory result. No patient impact was reported.

Manufacturer narrative:
Hemocue glucose 201 dm measured 3.5 mmol/l for a capillary sample and 10 minutes later, cobas measured 21.3 mmol/l for a venous sample. The deviating measurement result was assessed to potentially pose a significant medical risk if it was to recur in another situation. The analyzer involved has been investigated and found to be working as intended. The customer does not have any microcuvettes left that are available for investigation. Investigation of archived microcuvettes has been performed at hemocue (B)(4) and no deviations have been found. (B)(4). Problem reported by customer: single measurement result out of specification. Investigation: the analyzer passed a linearity check and was found to work as intended. No malfunction of analyzer was found. The customer does not have any microcuvettes left to return to hemocue (B)(4) for investigation. The internal investigation of microcuvettes from the archive, same lot as the complaint (lot 1302756) has been performed. No malfunction was found during investigation of microcuvettes. According to customer information: no deviations have been observed or reported by the customer. The sample procedure was performed as customary. The microcuvette was filling with blood correctly.